Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device remained activated, even when the toggle was released. A flame was observed inside the pt and the device was immediately unplugged and removed. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hosp will reportedly not be returning the product in question as it is being retained and investigated.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).